Event description:
It was reported that the patient had been in a motor vehicle accident which resulted in the pump motor stall. The patient did not experience any symptoms related to the motor stall. The pump was replaced and the intrathecal therapy was resumed. The patient recovered without sequela. The pump was used to deliver hydromorphone and bupivacaine.